Manufacturer narrative:
The revision surgery proceeded through posterior approach, the hip was dislocated and the femoral head removed. The femoral component was removed with difficulty, the following procedures were undertaken to remove the stem: flexible osteotomes and k-wires introduced between implant bone interface, medacta slap hammer attached to the trunnion and used with no effect. An opening was made in the femur distal to the lateral shoulder of the stem and a punch was used to attempt to remove the stem with no effect. An extended trochanteric osteotomy was then performed and well attached bone was removed from the stem and eventually the stem was removed using the slap hammer as above. Attention was then turned to the acetabular component with difficulty removed the versafit component. Additional information received from the initial reporter on 16 september 2016 and includes: the surgeon believes that the cup malposition was as at the time of surgery with the posterior wall partially breached. The cup was well fixed. Also, the stem was well fixed. The femoral component had subsided a long way and had strong integration in that position. The sequence of available x-rays show a gradual subsidence over the period of 2 weeks post-op to shortly before surgery. The implants were very well integrated in less than optimal position. The medacta removal instruments worked very well, securely holding the stem and following the extended osteotomy and removal of most of the integrated bone from the stem the slap hammer removed the stem from the femur. On 23 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: revision of cementless tha after 8 months. Both components were successfully integrated, according to report, but not correctly positioned. The x-rays available only refer to pre-revision situation, so we cannot determine whether this wrong position intervened during the postoperative months or was the result of the primary intervention. The cup is not fully seated and too horizontal, anteversion cannot be determined precisely. The stem has subsidized and has a torsional malorientation. The resulting biomechanics of the hip was evidently not acceptable and a laborious revision was undertaken. No reason to suspect that the cause for this problem is to be sought in defective devices. Batch reviews performed on 03 october 2016. (B)(4).

Event description:
Revision surgery due to femoral component subsidence, acetabular component malposition.